Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 570 mg/dl. Customer stated blood glucose value went down to 235 mg/dl. Customer experienced symptoms such as throwing up. The customer was treated with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated other day they was in the car and the brakes were slammed on and he became was connected, and they was not able to change set until 3 hours later. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.